Event description:
Cgm error 42 was reported by the caller affecting the connection with the cgm. There was no adverse impact to the customer's blood glucose level. After the reset, the customer successfully reconnected the cgm.